Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that in-stent restenosis occurred. The target lesion was located in the left circumflex artery. A 2.50 x 28 mm promus element ¿ stent was implanted to treat the lesion. However, in-stent restenosis was noted. No further patient complications were reported and the patient's status was stable.